Event description:
The customer reported to philips healthcare that the device did not power up when they were to perform the operational check (opcheck). There was no pt involvement.

Manufacturer narrative:
(B)(4).